Manufacturer narrative:
This report is submitted on august 30, 2018. (B)(4).

Event description:
Per the clinic, the patient did not experience clinical benefit with device use and subsequently the device was electively explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.